Event description:
A customer reported that a system message indicating bubbles in cassette displayed four times during a vitrectomy procedure. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is first complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The root cause of the customer's complaint for the cassette's system message is not known as no sample was received for analysis; however, the cause is most likely an incomplete weld between the cassette body and pinch plate. The cassette welding process was enhanced to control the variability of the welding process. An internal investigation remains opens in order to determine and implement product and process improvements. (B)(4).